Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
It was reported that while trying to remove the healing abutment, it was too tight and could not take it off. Implant came out. Tooth site ll5.